Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample, serial number, or device logs were provided. Further investigation of the complaint is not possible without a sample and/or device logs. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: during a perfusor pump follow[?]up at (B)(6) from (B)(6) 2026, a recurring issue was observed with nicu nurse (B)(6), who reported constant 1 ml residuals during feeds. On (B)(6), she stated that although the ordered dose was 24 ml using a 35 ml neomed syringe, she selected a monoject syringe because she did not see neomed listed as an option, and she claimed she always gets at least 1 ml residual regardless of syringe brand or size. After explaining that the pump is validated for a 35 ml neomed syringe and that incorrect syringe selection can cause inaccuracies, she described additional programming issues, including the pump "autocorrecting" infusion rates when she transferred the residual into a 3 ml syringe programmed as a monoject. A supervised test in an empty room showed that when she correctly selected a 35 ml neomed syringe, the residual was only 0.2 ml, indicating proper pump function. However, for her next feeding she did not request assistance, later reporting another 1 ml residual that required manual completion, and she noted that even when using basic infusion mode in the past she experienced the same residual amount.